Event description:
An impella 5.5 was inserted via the right axillary artery in a 65-year-old male who presented in cardiogenic shock, scai stage e. The patient required inotropic support, vasopressors for hemodynamic management, and ventilatory support for respiratory failure. During support, the patient developed an arrhythmia requiring pharmacologic intervention. The event was managed with medication therapy, and hemodynamic stabilization efforts were continued in the setting of critical illness and advanced shock physiology. Arrhythmias in the setting of severe cardiogenic shock may occur secondary to underlying myocardial ischemia, metabolic derangements, high catecholamine states, or progression of cardiac dysfunction. A comprehensive review of the available information did not identify evidence suggesting a causal relationship between the impella 5.5 and the reported arrhythmia. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received for d6 explant. Section d catalog number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Clinical narrative based on additional information an impella 5.5 was inserted via the right axillary artery in a 65-year-old male who presented in cardiogenic shock, society for cardiovascular angiography and interventions stage e. The patient required inotropic support, vasopressors for hemodynamic management, and ventilatory support for respiratory failure. During support, the patient developed an arrhythmia requiring pharmacologic intervention. The event was managed with medication therapy, and hemodynamic stabilization efforts were continued in the setting of critical illness and advanced shock physiology. Arrhythmias in the setting of severe cardiogenic shock may occur secondary to underlying myocardial ischemia, metabolic derangements, high catecholamine states, or progression of cardiac dysfunction. A comprehensive review of the available information did not identify evidence suggesting a causal relationship between the impella 5.5 and the reported arrhythmia. Additional information received reported that the patient¿s clinical condition continued to decline despite ongoing critical care management. A decision was made to withdraw care in accordance with goals of care discussions, and the patient subsequently expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition. The patient expired.

Manufacturer narrative:
B1 and b2: changed reportability to death. D6b: added explant date. H6: added codes based on information in the shared file.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (arrhythmia): the root cause of the injury was unable to be determined due to insufficient clinical details.